Event description:
Complainant alleged that the facility's staff observed that the device's pacer knob was broken off the device. The complainant indicated that there was no patient involvement in the reported malfunction.